Manufacturer narrative:
The insulin pump was received with an unresponsive esc button due to corroded keypad traces and a flattened dome esc switch, which was creased. After the keypad traces and button dome switch were cleaned, the insulin pump passed all other functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No excessive no delivery alarms were noted. No unexpected reset alarms were noted. The device was received with a cracked case at the display window corners, as well as with cracks at the battery tube threads. The insulin pump was received with a minor scratched lcd window. The insulin pump was received with a broken reservoir tube lip, as well as excessive dry substance material inside the reservoir tube and motor slider. The delivery volume accuracy test and a check for moisture damage inside components are pending results.

Manufacturer narrative:
The pump passed the dat test. No traces of moisture damage was noted at the electronic or motor assemblies.

Event description:
It was reported that the customer was hospitalized 5-6 times. The customer was hospitalized (B)(6) 2012 with a low blood glucose reading, 10 mg/dl. She had a seizure and diabetic coma. She was hospitalized in (B)(6) 2013 for diabetic ketoacidosis, with a blood glucose reading of over 600 mg/dl from a gastroparesis flair up and in (B)(6) 2013 from a recluse spider bite. (B)(6) 2014, she was hospitalized with a blood glucose reading of 17 mg/dl. She did not believe that the insulin pump caused the low blood glucose. She stated that she had been needed to return to the hospital after the spider bite incident due to complications after wound treatment. In (B)(6) 2014, she was hospitalized with readings in the 700 mg/dl range. She reported that all events were caused by things other than diabetes but her diabetes contributed to the events. She reported unresponsive buttons on the insulin pump were unresponsive. Advised replacement of the insulin pump. None else.